Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they had been getting low results for approximately one week on patient samples tested for ion selective electrode (ise) sodium. The customer questioned approximately 5 to 6 samples, but provided data for only one sample. This sample was found to have an erroneous ise sodium result. The sample initially resulted as 126 mmol/l accompanied by a data flag. This value was reported outside of the laboratory where it was questioned by the physician. The sample was repeated on a different c501 analyzer, serial number (B)(4), where it resulted as 138 mmol/l. The repeat result was believed to be correct and an amended report was sent to the physician. The patient was not adversely affected by the event. The lot number and expiration date of the ise sodium electrode was not provided. The field service representative determined that there was a fluidic failure of the sipper nozzle. The nozzle was delaminated at the tip. He replaced the sipper nozzle, verified probe adjustments, and verified fluidic adjustments. The customer successfully ran calibration and quality controls ran near mean values. The instrument is performing within specifications.

Manufacturer narrative:
A specific root cause could not be determined since needed data was not provided by the customer. The instrument is working within specifications. No adverse event was reported.